Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced adhesive event with the infusion set after using it for 12 hours or less as the infusion set fell off during use. Patient confirmed no involvement in any physical activity/sweating, swimming, or bathing at the time the set fell off. Patient confirmed no use of dressing or tape or any other adhesive aides over the infusion set. The site of insertion cleaned and air-dried and free of hair. The patient's blood glucose level at the time of event was 121mg/dl therefore, patient replaced infusion set and resumed insulin. No further information available.